Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem t slim in modified closed loop and could not recall the behavior of the display device or the cgm before he lost consciousness and was in a coma for 4 hours. A friend called emergency medical services. The bg was under 20 mg/dl and the cgm was not checked. He was given IV glucose twice and was feeling unwell and annoyed because of this 3 days later. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop and could not recall the behavior of the display device or the cgm before he lost consciousness and was in a coma for 4 hours. A friend called emergency medical services. The bg was under 20 mg/dl and the cgm was not checked. He was given IV glucose twice and was feeling unwell and annoyed because of this 3 days later. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).